Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(6). It was reported that on 27 november 2024, a 34mm amplatzer amulet 2 was chosen for implant with a 14f amplatzer torqvue delivery sheath. The patient's left atrial appendage (laa) dimensions were as follows: orifice width 32mm, depth 33mm, landing zone 21-28mm, left atrial pressure 13mmhg, and distance from landing zone to pulmonary artery was 4mm. During procedure, the patient received 1000ml of fluid, heparin. The patient's activated clotting time (act) levels was 262s. Protamine was administered. It was noted there was one partial recapture and three full recaptures with the 34mm amplatzer amulet 2 before it was decided the device size was not compatible for implant. A decision was made to remove the 34mm amplatzer amulet 2 and replace with a 31mm amplatzer amulet 2.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
N/a.